Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer went to the hospital and was told that the health care providers there want to view the carelink history. The patient's blood glucose was not recorded. No further information was provided.